Event description:
It was reported while using the suture assistant to complete the fundoplication, a loud crunching was heard and felt and the knot was deployed. The knot would not tie. There was no patient consequence.